Event description:
It was reported that a patient was concerned about a fill estimate discrepancy, where they filled 200 units, the system initially showed over 120 units, and then remained stagnant at 95 units. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.